Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(4) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. The patient was implanted two weeks ago and everything had worked fine up until the day of this report. The patient had went into their healthcare professional¿s office and had adaptive stimulation set up. While the patient was walking through a store the implantable neurostimulator (ins) ¿all of the sudden kicked on the top end¿ and then it came back down. This had occurred three or four times while the patient was standing and the patient clarified that ¿kicked on the top end¿ referred to a jolting sensation. The patient stated that stimulation would go up for 60-90 seconds and then go back down to where it normally was. The patient was able to turn adaptive stimulation off. No intervention or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.